Event description:
It was reported that the device illuminated the svc wrench. Physio-control evaluated the device and found several event codes that indicated a critical failure logged in the memory. The device would not be able to provide defibrillation therapy in the observed condition.

Manufacturer narrative:
(B)(4). The customer declined physio-control's repair offer and removed the device from svc. Therefore, a conclusive cause for the reported/observed failure could not be determined.